Event description:
It was reported that while the health care provider (hcp) was performing telemetry with the 8840 physician programmer/pump she noticed that the pump was inadvertently updated to stopped pump. After troubleshooting, it was determined the 8840 batteries were low so they were changed. The pump was properly re-programmed and updated with the current pump settings and the programming was confirmed as correct. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l34928, implanted: (B)(6) 1995, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).